Event description:
A malfunction alarm was reported for a pump during use. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, and insulin therapy was not resumed. The pump, being out of warranty, was not replaced.